Event description:
Following initial unsuccessful drug therapy, the patient underwent an ablation to treat paroxysmal atrial fibrillation. The procedure began with an attempt to locate an open foramen ovalis with the steerable ablation catheter, showing the absence of it the decision was made to perform a transseptal technique to obtain access to the pulmonary veins in the left atrium. The fossa ovalis was identified using an auxiliary tri-dimensional anatomic mapping system (localisa). A brockenbrough (brk) needle was used with a pull-back technique while being inserted into the sli guiding sheath from the superior vena cava (svc) along the interatrial septum up to the point of identification of the fossa ovalis by a jump, followed by confirmation of the position by both a 50" left anterior oblique (lao) and 30 right anterior oblique (rao) fluoroscopy projections. Using the his and coronary sinus (cs) catheters as a reference, the brk needle together with its stylet was advanced into the left atrium. At this point, pressure values were measured through the needle, confirming the position in the left atrial chamber. The sheath was advanced into the left atrium while at the same time removing the brk needle and stylet. Using fluoroscopy, the left atrial and ventricular chambers and the origin of the four pulmonary valves were confirmed. With the same technique previously described, a second puncture of the septum was attempted, using the same needle from the first puncture. Guided by fluoroscopy, the needle was positioned close to the sheath previously placed. Unlike the first time, resistance was encountered while advancing the needle. The manuever to identify the fossa ovalis was repeated several times without success. Due to the difficulties trying to identify the interatrial septum, the decision was made to use a new brk needle. Using the second brk needle, the interatrial septum was identified and punctured, followed by advancement of the second sheath into the left atrium. The ablation catheter was positioned, along with the spiral 18mm deca-polar mapping catheter to electrically insulate the pulmonary valves. The patient received an initial bolus of heparin 5,000 units with monitoring of anti-coagulation parameters. The patient was also given fentanyl and diprivan for sedation. The procedure was completed with success, however, after removing all catheters and sheaths, the presence of a radiopaque body was noted at the atrial septal site. It was observed the movement of the object was synchronous with the movements of the cardiac chambers. At that moment, comparison between the two needles used for the septal punctures revealed the absense of the distal part of the first needle used, providing a possible conclusion that a section of the needle remained in the septum. Attempts to move the needle section using the ablation catheter were unsuccessful. The echocardiographic examination revealed a pericardial effusion in the anterior and posterior site, with initial tamponade signs. After evaluation of the coagulation parameters, a pericardiocentesis was performed with 150cc of bloody fluid evacuated. The patient's condition remained stable following the procedure.